Event description:
It was reported that patient presented to the clinic for routine follow up. Patient was asymptomatic. An interrogation of the device revealed intermittent ventricular undersensing due to pseudo pseudofusion. Programming change was made. Patient will continue to be monitored.